Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that the device is known to be at elective replacement indicator (eri) but the patient claims the device is not alarming at the programmed time. It was also reported that the clinician got a notification that a transmission failed with the monitor. The device remains in use. No patient complications have been reported as a result of this event.